Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varices banding procedure performed on (B)(6) 2023. During the procedure, after the third band was deployed, the last four bands broke. A second speedband superview super 7 was used; however, after the first two bands were deployed, the remaining bands broke. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: photos of the complaint devices inside the patient were provided by the customer and showed the bands were broken.

Manufacturer narrative:
Imdrf device code a04 captures the reportable event of bands were broken.